Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was not specified if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the instrument channel, instrument channel port and the suction cylinder with a gauze, brush, or sponge. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle did not meet specifications. Upon further inspection, it was uncovered that the channel and the suction cylinder were dirty. It was further detailed that all channels had dried white powder like substance likely from chemicals used in the disinfection process. These findings were due to insufficient cleaning or handling of the scope. Due to the white powdery substance in the channel, the air supply volume was low. It was observed that the control unit was broken. It was also observed that the insulation test for the distal end failed. It was observed that the light guide lens was chipped. It was also observed that the distal end cap was worn. It was also observed that the adhesive of the bending rubber was detached. Lastly, it was observed that the angle knob torque of the up and down knob at free, exceeds the standard value due to damage on the control section. Related complaint: (B)(4) evis exera iii gastrointestinal videoscope, serial number (B)(6).

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. In addition, the customer reported that the angulation wheel in the up and down direction were loose. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of escherichia coli. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.